Event description:
It was reported that (2) tlc75 devices were used during an ileoanal pouch procedure. It was reported by the rep that the surgeon tried to fire the linear cutter and it locked out, and he was not able to fire it. A second linear cutter was opened and functioned normally. It is unk how the case was completed.